Event description:
It was reported that during equipment testing conducted at the user facility the device sparked. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.